Event description:
Screw driver was reported to have broken during implantation of a screw. The screw and the broken driver tip were removed from the body and a large screw was implanted. No pt injury was reported.